Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window and a cracked reservoir tube lip. The insulin pump had moisture damage on the electronic assembly and on the motor.

Event description:
It was reported the insulin pump fell into the lake. Customer dried the device out and advised it seemed to be working. Customer has reverted to back up plan. Customer's blood glucose was 5.0 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.